Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was caused by faulty access point (ap) and double pole (dp) board. The root cause of the faults could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center had image quality issue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device was tested, and no image was displayed, due to defective ap card and video card. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.